Event description:
The patient reports they did not think pump was working correctly. The pump started to alarm in the last few days; alarm was intermittent. The patient was in "horrible pain", and had withdrawal symptoms. The pain symptoms started a couple of months ago; the withdrawal symptoms about 3 weeks ago. It was also indicated that several months ago the patient noticed they were "sick." The hcp misjudged the refill date by 3 weeks and the pump went empty for an extended period of time. The patient also reported that they had a "big knot on her spine" where the catheter connects that developed 4-5 months ago. The pump was used to deliver dilaudid (hydromorphone) and unknown. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown. (B)(4).